Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Date of event: estimated date. The deaths and the proglide events are submitted under separate medwatch numbers. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: article title "vascular access site complications after completely percutaneous transfemoral aortic valve implantation".

Event description:
It was reported through a research article identifying prostar xl 10f and 6f proglide devices that were related to the following outcomes: retroperitoneal hematoma; hemorrhagic shock due to perforation of the external iliac artery necessitating emergent surgical repair; iliac or femoral artery dissection (intimal dissection); impairment of leg perfusion; (pseudo)aneurysm formation; closure device-induced vessel stenosis/occlusion conservative treatment; endovascular treatment by balloon angioplasty and/or stent implantation ; groin pain with slight secondary bleeding 1 day post procedure revealing a pseudoaneurysm at the puncture site treated by ultrasound-guided compression; claudication; surgical repair; prolonged hospitalization; perforation; and malposition of the device. Specific patient information is documented as unknown. Details are listed in the attached article, titled "vascular access site complications after percutaneous transfemoral aortic valve implantation".